Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) system failure was reported during equipment use, and the equipment was immediately replaced and used, with no casualties.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). E1 event site address is (B)(6). E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) conducted an on-site inspection, cleaned the system, and reconnected the relevant cables. The equipment was working properly and passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.